Manufacturer narrative:
Follow-up #1 12/08/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the returned cartridge was of lot # b201276 which expired in (B)(6) 2009; the patient was using a cartridge past its expiration date. The returned cartridge was observed to have two small cracks at the tip of the plunger. During testing the cartridge was found to be leaking from the cracks in the plunger.

Event description:
The patient's spouse contacted animas to report a leaking cartridge. The reporter claimed the patient began experiencing high blood glucose readings in the 400-600 mg/dl range on the evening of (B)(6) 2011. The patient's spouse confirmed the patient tested negative for ketones; however, it is not known if she developed any symptoms suggestive of hyperglycemia. On the morning of (B)(6) 2011, the reporter stated the patient's blood glucose was 499 mg/dl. It was noted that the patient changed the site and cartridge and this is when she discovered insulin had leaked into the cartridge compartment. At the time of troubleshooting, the reporter reported a 1/8" crack was found on cartridge at the 1.0ml mark. The reporter denied any trauma to the cartridge. Animas customer support noted the cartridge had an expiration date of december 2009 and informed reporter against use of expired product. This complaint is being reported because the patient obtained blood glucose readings suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.